Event description:
Additional information was received from the clinical study that this patient had not only experienced seizures, as reported previously, the patient experienced cerebral hypoxia, pulmonary edema, and possible loss of pulse. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received by the clinical study site that the patient recovered and was able to be discharged to home. No additional adverse patient effects were reported. The s-ICD system remains implanted and in service.

Manufacturer narrative:
(B)(4). An investigation into this event is currently being conducted. Once any additional information becomes available, this report will be updated.

Event description:
Boston scientific received information from a clinical study that during the implant of this subcutaneous implantable cardioverter defibrillator (s-ICD), the patient experienced two consecutive seizures following conversion testing. The patient was placed in a medically-induced coma and is undergoing further treatment. No additional adverse patient effects were reported.